Event description:
It was reported that the lead was capped and replaced due to double counting and suspected lead failure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.9-8.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 4.9-5.2cm from the distal tip. At this location, the rv shock coil was melted, the sensing conductor cable etfe coating was abraded, and sensing conductor was separated at 4.8cm from the distal tip. This is consistent with the observation from the field of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.